Manufacturer narrative:
Batch review performed on 03 oct 2025. Lot 2204122: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-apr-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 2 years and 1 month from the primary, the patient came in presenting signs of an infection and the pathogen is unknown. The surgeon performed an irrigation and drainage, then revised the moto insert. The surgery was completed successfully.